Manufacturer narrative:
Return requested for suspect .4mm core fiber 10mm tip vclas. Medtronic investigation of returned suspect .4mm core fiber 10mm tip finds that the cooling catheter system (ccs) has been broken causing a leak. Pieces broken - physical damage. On 07/19/2016 engineering evaluation of returned .4mm core fiber 10mm tip show a cooling catheter system (ccs) leak after patient's head was dropped and the bone anchor was dislodged and then replaced. Hardware investigation was completed. This issue was found related to a hardware issue and was documented in a medtronic hardware anomaly tracking database. No parts were replaced. No further issues have been reported.

Event description:
A medtronic representative reported that, while in a cranial laser induced thermal therapy procedure, there was a leak in the cooling catheter system (ccs). When transporting the patient from the operating room (or) to the magnetic resonance imaging (MRI), the patient's head was dropped and the bone anchor came out. The surgeon put it in again and proceeded with the surgery. During the procedure, the surgeon noted extra fluid around the ablation site. The surgeon completed the procedure with the use of the thermal therapy system. There was no delay of therapy. After the procedure, they noted that there was a drip coming out of the ccs. The surgeon compared the damage map to the post-op MRI and confirmed that they matched and was happy with it. There was no impact on patient outcome.